Event description:
Device report 1 of 3: reference MFR report: 1627487-2012-09467. Reference MFR report: 1627487-2012-09468. It was reported the patient was hospitalized due to signs of an infection. The patient is being treated with antibiotics and has been discharged. The location and the type of infection is unknown at this time. Further follow-up indicated, the patient may undergo surgical intervention to explant the entire system if the infection symptoms re-appear and are worsened.

Manufacturer narrative:
Method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.